Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire the vela ventilator experienced a "transducer fault" alarm. The customer performed transducer test. Transducer test determined that the turbine differential pressure failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Found that xdcr pt800 failed.